Event description:
The complainant is a type ii diabetic. The pt indicated that their physician states that their hba1c readings indicated that their blood glucose levels were higher than what were typically seen using the glucometer 3 with memory system. In 2000, the customer suffered a stroke. At the time of hospitalization, their blood sugar was 350 mg/dl (method unknown - and no comparison was done with the glucometer 3 system). In 2000 control testing was found to be erratic with low and high out of range results reported. The customer has lost trust in the system. A request was made to return the system for eval. In the meantime, a replacement system was provided to the customer for use.